Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging sticking test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (04/17/2015). The patient¿s test strips have been returned on 3/4/2015 and evaluated by lifescan product analysis on 3/31/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have been stuck together due to not being cut properly; however, a secondary issue was noted when the test strip enzyme was found to be contaminated with an unknown substance. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.